Manufacturer narrative:
(B)(4). No sample will be sent for evaluation to (B)(4). A follow-up report will be provided when the examination results provided by the sales organization become available.

Event description:
As reported by the user facility ((B)(4)): pump turned itself off during use.

Manufacturer narrative:
(B)(4). Result of examination by our sales organization : the provided sample was subjected to a visual and functional examination. The cover caps at the screw pillars as well as the sealing at the bottom housing were missing. The device showed normal signs of use. A long term test with the infusomat was started. The device operated without interruption within this time. It did not present involuntary or intermittent fault shutdown and constantly infusing all the time. The history files were read out and analyzed. The reported malfunction was not comprehensible. The device operated as intended.